Event description:
It was reported that the pt was not able to adjust the implantable neurostimulator's stimulation. The "call your doctor" icon was displayed on the programmer. A power on reset (por) condition was encountered. The pt was subsequently able to clear the por condition. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).